Event description:
Patient scheduled for shunt revision. Ventricular catheter found to be disconnected at the flared hub. Catheter is a medtronic 5cm shunt catheter. Replaced with a new catheter and valve.our facility is concerned that the bioglide coating on these ventricular shunts may compromise the bonding between device components, thus causing the disconnection. We have identified 6 cases, to date, of this unusual mode of failure. Our site has switched to a line of ventricular shunts that does not have the bioglide coating.